Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer indicated the unit would not charge when plugged in. However, while onsite, the biomed plugged the unit in the maintenance area and the batteries charged as expected. The fse performed a system checkout without any issues to note and completed the repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) will not charge when plugged in. It has no power, not charging, no lights. There was no harm reported.